Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.501.080. Lot: 8735246. Manufacturing site: haegendorf, release to warehouse date: 05. Dec. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the customer reported the device did not sufficiently tighten a zipfix implant. The repair technician reported the device required further testing and repair. Product not in specification is the reason for repair. The cause of the issue is unknown. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service & repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot, part: 03.501.080, lot: 8735246, manufacturing site: haegendorf, release to warehouse date: 05. Dec. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch null, device history review a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that during an unknown surgery on (B)(6) 2019, an application instrument for sternal zipfix did not sufficiently tighten an unknown zipfix implant. The surgeon passed it off the sterile field and used another. It is unknown if there was a surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant device reported: unknown zipfix implant (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. Investigation flow: damage and functional/device interaction. Visual inspection: the application instrument for sternal zipfix (p/n: 03.501.080, lot number: 8735246) was received at us cq. Visual inspection of the complaint device showed the knob at the end of the shaft had broken off. The repair technician reported this happened during the repair of the device. The trigger was jammed and unable to move, causing the inability of the device to tension/tighten. A loose spring was also returned; this component goes on the broken shaft and is held in by the knob which broke off. Functional test: the device trigger could not be unjammed or moved. This confirms the complaint condition of being unable to tighten/tension. The complaint was able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: se-396724 rev m (current) and rev k (manufactured) were reviewed. No design issues or discrepancies were identified. Service and repair evaluation: the customer reported the device did not sufficiently tighten a zipfix implant. The repair technician reported the shaft broke during repair device. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation conclusion: this complaint is confirmed as the knob at the end of the shaft has broken off and the trigger is jammed and unable to move. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, an application instrument for sternal zipfix did not sufficiently tighten an unknown zipfix implant. The surgeon passed it off the sterile field and used another. It is unknown if there was a surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant device reported: unknown zipfix implant (part#: unknown, lot#: unknown, quantity#: unknown). This is report 1 of 1 for (B)(4).